Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per operative notes, ¿the hernia defect in the midline was identified and omental adhesions were taken down. A piece of composix e/x mesh (device 1) was placed over the defect and secured with sutures. The fascia was closed and secured with sutures.¿ on (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with removal of prior mesh and implant of ventralight st mesh (device 2). Per operative notes, ¿in the intra-abdominal cavity, at the cephalad portion of the incision, recurrent ventral hernia with prior mesh was noted. Adhesions of anterior abdominal wall and small bowel was lysed. The prior mesh (device 1) was removed and ventralight st mesh (device 2) was placed over the recurrent defect in intraperitoneal space and secured inplaced with sutures circumferentially.¿ on (B)(6) 2022 ¿ patient had small bowel blockage thereby underwent repair.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name). This supplemental emdr represents the composix e/x mesh (device 1). An additional emdr was submitted to represent the ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.